Manufacturer narrative:
Unique identifier is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). Manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Bottom case seal was intact and plunger case seal was removed. Top case cracked by the front left and right bottom corners. Cracked right plunger case and bottom case cracked by the "l" bracket pole clamp. Visible contamination. Motor rate found in event history log (ehl) several times. The technician performed occlusion test. The technician was able to duplicate the reported problem. Duplicated using infusion rate of (944 milliliter/hr ml/hr.) The root cause of the reported issue was found to be normal wear. Replaced worm gear. Performed infusion/occlusion test.

Event description:
It was reported that the motor drive off post occurred. No patient injury was reported.